Manufacturer narrative:
H2 corrections: h6 - health effect clinical code 4453 removed. Health effect impact code 4614 removed. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tricuspid valve insufficiency/regurgitation cannot be determined. However, per the physician the reported tr is unrelated to the index procedure device and there is no injury associated with the index procedure device. There remains no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2023 recurrent regurgitation continued. On (B)(6) 2024 , the patient was admitted to the hospital with fatigue, weakness, shortness of breath, and exercise intolerance. Three additional triclips were successfully implanted, reducing the tr from severe to moderate-severe. Per physician, the recurrent regurgitation with associated symptoms and requiring treatment, were unrelated to the index procedure triclip.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported tricuspid valve insufficiency/regurgitation cannot be determined. Tricuspid regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
A2: the patients age was obtained from baseline data. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to recurrent regurgitation, unknown if device related. Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with functional tricuspid regurgitation (tr) grade 5. An xtw triclip was successfully delivered and deployed, reducing the tr to grade 4. On (B)(6) 2024, recurrent tr was noted. Per physician, the clip appears stable, and the event was not serious. There was no medical treatment, and no unplanned or additional hospitalization.